Event description:
It is reported the patient was revised due to a proxilock stem fracture.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315004453. This report will be amended when our investigation is complete.